Manufacturer narrative:
Concomitant medical products: 5554-45, lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance. The physician placed a leadless pacemaker and replaced the implantable pulse generator (ipg) due to the patient's underlying rhythm of complete heart block. The rv lead remains in use. No further patient complications have been reported as a result of this event.